Event description:
It was reported that when opening the package of the burr/cutter device, the nurse discovered "some exogenous material adhered to the tip" of the device. The reporter stated the device was not used on a patient. Therefore, no patient injuries or medical intervention were reported. It was unknown to the reporter if there were any delays in a planned surgical procedure or if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. A visual inspection of this device was performed under 10x magnification. No exogenous material was found anywhere on the burr. The device met all dimensional and visual specifications. Therefore, an assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the actual device has not been returned for evaluation. However, the customer returned photographs of the device and an investigation is pending. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly